Event description:
It was reported that the customer was taken to the hospital due to high blood glucose levels. Prior to the event, the customer was at a party and drank something that caused her blood glucose levels to elevate. Troubleshooting was not possible because the hospital lost the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.